Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery (lcx). After implanting a 3.00x32mm promus element ¿ drug eluting stent was in the target lesion, a 3x28mm promus element stent was also deployed in the left anterior descending artery (lad). After post-dilatation, a vessel dissection occurred in the proximal part of the stent deployed in lcx. A 3.5x12mm promus element stent was then implanted proximally to the lcx to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.